Event description:
It was reported that the patient underwent an explant procedure and the entire spinal cord stimulation (scs) system was explanted due to loss of efficacy. There were no other reported stimulation issues. The patient is recovering without issue. The explanted devices will not be returned as the hospital will not release contaminated devices.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2366500 model: sc-2366-50 serial: (B)(6). Batch: 7070075 UDI: ((B)(4). Product family: scs-linear leads upn: m365sc2366500 model: sc-2366-50 serial: (B)(6). Batch: 7070123 UDI: (B)(4). The three explanted devices were not returned to boston scientific for analysis and the event as reported was not able to be confirmed. A review of the device history record (DHR) confirmed that the devices met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. A labeling review was performed for the spinal cord stimulation (scs) implantable pulse generator (ipg) (sc-1132, serial number: (B)(6) and did not reveal any anomalies as it states: system failure, which can occur at any time due to random failure(s) of the components or the battery. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure. The explanted devices were not returned for analysis and the event as reported could not be confirmed, as a physical evaluation could not be performed. The investigation was limited to the information and documentation available at the time of review. Evaluation of the complaint record did not identify objective evidence to confirm the reported issue. Review of the device history record (DHR) did not identify any manufacturing-related nonconformances, deviations, or anomalies that could be associated with the reported event. A review of the applicable labeling did not reveal any discrepancies as it appropriately addresses: stimulation inadequate and pain. The reported inadequate treatment, therapeutic response decreased and device explantation are considered secondary outcomes of the reported event. Therefore, this investigation is unable to determine a probable cause for the complaint and the conclusion code cause not established was used.